Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter was confirmed but the exact cause is unknown. A photograph of the distal end of the implicated d/l 20cm flexxicon catheter was returned for evaluation. Red residual material, consistent with blood residue, was seen within the venous and arterial side holes. The side holes appeared unremarkable, no rough edges or improper cuts were noted on the visible holes. The reported occlusion appeared to be secondary to fibrin/thrombus formation. However, the exact cause of the buildup could not be determined from the returned photograph. Potential contributing factors could include catheter maintenance and patient physiology. The IFU contains detailed instructions on catheter maintenance to help prevent catheter patency issues. The IFU also instructs the user, ¿excessive force must not be used to flush an obstructed lumen. Insufficient blood flow may be caused by occluded arterial holes resulting from a clot or by side holes contacting the wall of the vein. If manipulation of the catheter through rotation or reversing arterial and venous lines does not help, then the physician may attempt to dissolve the clot with a thrombolytic agent (e.g. Tpa). Physician discretion advised.¿

Event description:
It was reported that there are blood clots found within catheter after 2 days of the insertion. Additional information received 3/1/2023: customer reported the clot was inside the catheter. The customer found the pump machine kept alarming, so they checked the catheter and found it clotted. They removed the clotted catheter and placed a new one.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of reft3234 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there are blood clots found within catheter after 2 days of the insertion. Additional information received (B)(6) 2023: customer reported the clot was inside the catheter. The customer found the pump machine kept alarming, so they checked the catheter and found it clotted. They removed the clotted catheter and placed a new one.